Event description:
Facility reported that 5 mins into hemodialysis treatment the pt complained of pain in the lower back radiating to the abdomen. Treatment was stopped and the pt felt better. Treatment was resumed using a different dialyzer without further incident.